Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device did not diagnose an episode of atrial fibrillation. The episode was recorded by a twelve lead ECG. Additional information has been requested but not received.